Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the infusion set's cannula was bent, but the insulin pump did not alarm no delivery. The customer's blood glucose reading was 403 mg/dl at the time of the report. Troubleshooting was performed. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.